Manufacturer narrative:
No samples were provided by the customer. No batch# for item# 454344 was provided by the customer. No further information was received from the customer. We have no further inventory of the material/batch 454322/ b20033bv. A review of quality, production, and maintenance documents shows no deviations related to the reported error. The complaint cannot be determined. Corrected data: h6: type of investigation, investigation findings, investigation conclusions; h10: manufacturer narrative.

Manufacturer narrative:
(B)(4)a date of the event could not be obtained from the customer. Photos have been provided. No samples were provided. The evaluation of the alleged avent is still ongoing. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer states blood entering into the space between the insert and the outside of the tube. This occurs occasionally and has happened periodically since starting to use greiner tubes early 2020. This has happened with both 454334 and 454322. The coag centrifuge is the fisher scientific accuspin 24c and it spins at 8700rpm/10,155 g for 1 minute to achieve platelet poor plasma. Tubes filled appropriately. Customer advises of erroneous results with these tubes. The results gave "failed" with error warnings. Measured result failed. The reason this was noticed originally was because there was nothing that should have caused the result to fail. Tubes are filled properly, no hemolysis, no clots, patient not on any anticoagulants. It was only then that the specimen leaking between the walls of the tube were noticed. Anytime they have a "failed" result on the analyzer with an unknown cause, leaking between the walls of the tube seemed to be the common denominator. When asked if the erroneous specimens were recollected, the customer advised in this documented case, not at this time. All others they noticed were originally canceled due to tube integrity failure. Follow up on recollected specimens were not tracked but they will start going forward. The analyzer is the instrumentation laboratory, top 300. Nothing was reported in the patient's chart because all that was given on the analyzer was "failed" result. They do not have any unused tubes of this reference/lot [454322/b20033bv]. [454322/b20033bv].customer provided photo of bad tube where blood had entered in between the insert and the outside of tube (blood in between inner and outer tube). Customer advises erroneous coagulation results. Customer advises that this apparently happens during centrifugation but not confirmed. Customer provided photo of another bad tube where the blood has fully entered the space between the insert and the outside of the tube (blood between inner and outer tube). When using a pipette, the plasma is not hemolyzed. The reddish color is between the insert (inner and outer tube). Customer has advised it has been shown to give erroneous results. Customer advises this appears that this might happen before centrifugation due to the blood being trapped up higher in the tube. There is a very thin line of red blood traveling up the side of the tube.